Event description:
Unomedical reference number (B)(4) event occurred in colombia on (B)(6) 2024, it was reported that the patient high blood glucose level. Therefore, the patient was admitted to the hospital on (B)(6) 2024 at 20 :00 hours due to high blood glucose level ( 380 mg/dl) and excessive vomiting. The high glucose level was treated with manual injection. The patient stayed in hospital for three hours. Currently, the blood glucose level of the patient was 234 mg/dl. Also, the patient changed the infusion set three times. No further information was available.

Manufacturer narrative:
MDR device 2 of 3.